Manufacturer narrative:
Pump passed operating current, restart error test, displacement test but system sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to alarm. No failed battery alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer's blood glucose reading was 365 mg/dl at the time of incident. Troubleshooting found that the battery contacts and cap were not damaged. It was also found that after the battery was removed for 10 minutes and reinstalled, the pump did not turn on. Customer was advised that a new battery cap would be provided to them to rule out any possible issues and to call back if cap does not resolve the problem. However, customer wanted a new pump and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.